Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va15lqk, implanted: (B)(6) 2016, : product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding patient who was implanted with a neurostimulator. It was reported that the rep was asked to do a reprogramming for this patient. The patient was feeling a shocking sensation down their leg and stated that their battery would flip over and over in the pocket when they would lay down. Their bladder symptoms weren't improved with the device. It was noted that they had back surgery in (B)(6). The nurse practitioner (np) reported that the patient's device was turned off every time they came into the healthcare professional's (hcp) office. The patient had been reprogrammed a few times. An impedance check was ran on (B)(6) 2017, which was within normal range, and they were reprogrammed on the same day. The patient noted that they didn't feel stimulation in their leg anymore at this time. A few days later, they stated that the pain down their leg came back, but the symptoms were slightly better. They had an appointment with their hcp in (B)(6) 2017. On (B)(6) 2017, it was reported that the cause of the flipping and shocking were unknown. The patient was reprogrammed in the office and stated that the leg sensation felt somewhat better. The np knew of the situation and was going to order imaging. There were no further complications reported or anticipated.